Event description:
It was reported that the patient experienced persistent low continuous glucose monitor readings around 50 mg/dl for approximately 30 minutes while on ilet therapy, treated with oral carbohydrates, and a meal was announced during the event; device data review confirmed automated insulin delivery was suspended and only a recent meal dose of 3.1 units had been delivered. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of carbohydrate intake, without serious injury or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.